Manufacturer narrative:
Reported event: loop failed to transmit current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. .

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2013. It was reported that the snare was not able to transmit current. The procedure was completed with another sensation small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found a kink in the distal section of the sheath. Electrical evaluation was done and found the device within manufacturing specifications. The complaint that the snare failed to deliver current was not confirmed. Manipulation of the device during preparation could have cause the kink found in the distal section of the snare. However, the complaint device did not show evidence of the alleged issue, nor did it show any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2013. It was reported that the snare was not able to transmit current. The procedure was completed with another sensation small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.